Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Customer reported that the device emits sparks when it is charging. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
Customer reported that the device emits sparks when it is charging. There was no injury, death, or procedural delay reported with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The device was returned for inspection where it was determined that the power cord had external damage. The conclusion was determined to be improper usage by the user is suspected to have caused electrical failures of the power supply. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Although there was no injury reported and the reported event was determined to be caused by use error, if the reported event of sparks were to recur it could lead to serious injury or death.